Manufacturer narrative:
In the case description, the user reports the bolus calculator suggested an incorrect bolus amount, leading to an over delivery of insulin. No physical controller was returned. Cloud data was used for the investigation. The user reported that a 62g carb entry into the bolus calculator suggested 5.15 units of insulin, and that was above the maximum bolus amount. The 62 g carb entry into the calculator suggested a total meal bolus of 12.4 units. The roc was calculated to be 16.8 units and the iaf was calculated to be 17.45 units. The algorithm chose the lower of the two units. The log files show that the user adjusted bolus exceeded the maximum bolus, so an amount exceeding the maximum bolus could not be delivered. Right before the 62 g carb entry, another bolus calculator entry was input by the user. The roc was calculated to be 4.4 units, and the iaf was calculated to be 1.65 units. The log files show this bolus also exceeded the maximum bolus. The 16.8 unit bolus was delivered, and then another 5 unit bolus was delivered right after. Inspection of the log files did not find any instance of a 5.15 unit bolus being delivered after a 62 g carb entry. There were also no signs that a bolus exceeding the maximum bolus was delivered. Without the physical device, investigation could not test the bolus calculator functionality. The user's settings are unknown so it cannot be determined if the bolus calculator was suggesting the correct amount based on the user's conversion factors. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that the patient received a bolus that was incorrectly calculated by the controller's bolus calculator. Specifically, a bolus of 5.15 units was calculated and delivered for a 62 carb meal; this is a more than 30% increase, which is the maximum the system should have delivered per user guide information. As a result, the patient's blood glucose level dropped to 68 mg/dl.

Manufacturer narrative:
Correction to d1 - brand name changed from asm, omnipod 5, pdm to omnipod 5 controller. D2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to 01020000-000027617. Lot number changed from unavailable to h000461 unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 06/08/2022 to 06/09/2022.

Manufacturer narrative:
In the case description, the user reports the bolus calculator suggested an incorrect bolus amount, leading to an over delivery of insulin. No physical controller was returned. Cloud data was used for the investigation. The user reported that a 62g carb entry into the bolus calculator suggested 5.15 units of insulin, and that was above the maximum bolus amount. The 62 g carb entry into the calculator suggested a total meal bolus of 12.4 units. The roc was calculated to be 16.8 units and the iaf was calculated to be 17.45 units. The algorithm chose the lower of the two units. The log files show that the user adjusted bolus exceeded the maximum bolus, so an amount exceeding the maximum bolus could not be delivered. Right before the 62 g carb entry, another bolus calculator entry was input by the user. The roc was calculated to be 4.4 units, and the iaf was calculated to be 1.65 units. The log files show this bolus also exceeded the maximum bolus. The 16.8 unit bolus was delivered, and then another 5 unit bolus was delivered right after. Inspection of the log files did not find any instance of a 5.15 unit bolus being delivered after a 62 g carb entry. There were also no signs that a bolus exceeding the maximum bolus was delivered. Without the physical device, investigation could not test the bolus calculator functionality. The user's settings are unknown so it cannot be determined if the bolus calculator was suggesting the correct amount based on the user's conversion factors.